Manufacturer narrative:
The implanting clinician believes that the discomfort is not related to the stimulator and is possibly peripheral neuropathy. The clinical representative reprogrammed the patient in attempt to restore therapy that had diminished since the issue with the wound started. On (B)(6) 2021, the implanting clinician noted the wound was healing nicely and decided to prescribed an additional round of antibiotics. The implanting clinician told the clinical representative a migration did not seem to have taken place and is unsure what might have caused the infection. The patient stated she has been receiving pain relief and the discomfort has decreased. However, she is still experiencing tingling when the stimulation is turned off. Review of sterilization and packaging records for the respective product lot confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found. Stimwave has determined the following are potential causes of infections: cleaning of the implant area not conducted per IFU. Patient noncompliant with post-op instructions. Patient picking at or inadvertently opening the wound. Incision site not bandaged properly.

Event description:
Patient was implanted (B)(6) 2020 and she went into docs office today because the incision was pussing and bleeding a little bit in her calf.